Manufacturer narrative:
Unit was received with no act button response due to corroded keypad trace. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement, self test, unexpected restart error test and operating current test due to no act button response. Motor passed motor test. The pump was also received with crack on all four corners near display window, crack reservoir tube lip, crack reservoir tube window and reservoir and crack on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 230 mg/dl. Troubleshooting was performed. The device was returned for analysis.